Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had dropped to 45 mg/dl. The blood glucose reading at the time of the call was 374 mg/dl. The customer treated with food. The drive support cap was normal and recessed. The reservoir showed the same amount of insulin as shown on the status screen. The insulin pump passed the displacement test. The insulin pump had not been exposed to a strong magnetic field. The customer was advised to monitor the insulin pump and call back if the issue persisted.